Manufacturer narrative:
The sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Implant date in is unavailable.

Event description:
It was reported that the patient presented with swelling, ulceration with liquid discharges due to pocket infection. It was also noted that the pacemaker eroded. The patient received antibiotics and debridement treatment. The pacemaker was explanted and replaced on (B)(6) 2023. The patient was in stable condition.